Manufacturer narrative:
D4: the UDI is not known as the part and lot number were not provided. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of occlusion and pain are listed in the electronic prostyle instructions for use (eifu), as possible adverse events of use of the device. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: japanese article summary.

Event description:
It was reported via a summary article that suture placement in the right common femoral artery was achieved with a perclose device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, 14 days later, claudication [pain] was reported. Imaging was performed and an occlusion from the right external iliac artery to the common femoral artery was observed. The right common femoral artery was [surgically] exposed and a thromboendarterectomy was performed. A stent graft was placed and the access site was surgically closed. The claudication resolved and the ankle-brachial index returned to similar numbers to that before the tavi. No additional information was provided.